Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was returned to stryker. A stryker product analysis center (pac) technician evaluated the customer's device and was unable to duplicate the reported issue. The issue was however confirmed through the device log analysis. The root cause of the reported issue was determined to be due to the reed switch sw5. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Section h3, device evaluated by mfg of the initial medwatch report indicates yes. Section h3, device evaluated by mfg of the initial medwatch report should indicate no, device evaluation anticipated but not yet begun. The device was not returned to stryker for evaluation. The reported issue was verified through the video provided by the customer but a conclusive root cause could not be determined. The customer was provided with a replacement device.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.